Event description:
Hcp reported no pt injury. Pt was allowed to use alternate doorway. Device appears to be performing well. Pt continues to have both stimulators in operation.

Event description:
Manufacturer representative reported device interaction occurred between a medtronic itrel ii deep brain implanted and a 3m model 3801 library detection system. Representative reported the patient is feeling okay and has visited their physician since the event. No report of device explantation. A foll0w-up report will be sent when additional information is received.